Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump stopped working and needed to be replaced. Customer was hospitalized. Caller was advised to have customer call back with hospitalization information. Attempts were unsuccessfully made to contact customer.